Event description:
It was reported via repair work order that the cot is tilted to the patient left. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.